Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. Customer stated that their blood glucose value was 337mg/dl and the pump was reading above 400mg/dl. The customer stated their blood glucose then went over 400 mg/dl. They treated with a bolus. The customer's blood glucose at the end of the call was 307 mg/dl. The insulin pump will not be returned for analysis.